Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became warm to the touch resulting in the pump touchscreen cracking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified. No failure related to the reported battery issue was identified.